Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and replaced.

Event description:
Boston scientific received information that a health care professional (hcp) called boston scientific technical services (ts) for a longevity calculation on this device. Last time the patient was seen it stated less than 6 months remaining, and at this visit it states greater than one year remaining. The hcp was concerned because the patient is pacemaker dependant and they'd like an accurate reading to determine the best course of action. Ts ran a calculation and stated there was about one year remaining, and follow up every three months. The device still remains implanted with no intervention plans at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.